Event description:
The customer reported an erroneously elevated troponin I (access accutni) result, within the risk stratification, for one patient, involving access 2 immunoassay system. The erroneous result was released out of the laboratory. The customer stated the patient was admitted to the hospital due to the erroneous result. There has been no report of current patient outcome. Beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) performed major preventive maintenance (pm). The fse replaced the incubator belt, peristaltic pump tubing, checked alignments, and cleaned the wash wheel of wash buffer deposits. The fse performed volume checks with acceptable results. The fse performed precision test using wash buffer with a mean result of 0.01 ng/ml. The fse also performed system check with results meeting service specifications. Calibrations and controls were acceptable. The fse returned to the facility on (B)(4) 2012 and proactively replaced the reaction vessel holders, the wash pump seal, and the wash pump o-ring. The fse also discovered the wash wheel bearings broken and replaced the bearings. The fse performed a 50-repetition analysis using wash buffer and recovered troponin I results of 0.45, 0.00, and 0.01 ng/ml. Service activity performed was verified to meet the specified requirements per the established procedures. Results conformed to the manufacturer's published performance specifications. All related medwatch reports associated with this event: 2122870-2012-01759, 2122870-2012-01760, 2122870-2012-01761.